Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the pad fractured upon impaction.

Manufacturer narrative:
This follow-up report is being filed to relay correction information, which was incorrect or was not available at the time of initial follow-up. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had a fracture and all parts were retrieved. The instrument had been in the field for approximately 3 years 5 months. DHR was reviewed and no discrepancies were found. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.